Event description:
The customer reported to olympus, the tracheal intubation fiberscope part of the resin part of the insertion tube had fallen off. The device was returned for evaluation. During the device evaluation, it was found that the ig (image guide) tube had coating peeling off (1mm 2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to a cut on connecting tube, water tightness was lost, adhesive on a-rubber was detached, connecting tube had a wrinkle, due to wear of angle wire, bending angle in up direction did not meet the standard value, adhesive around objective lens had corrosion, lg (light guide) lens had discoloration, venting connector under grip was shaved, indication on light guide connector was unclear, angulation lever had a scratch, control unit was deformed, ud (up/down) plate had a scratch, s (scope) cover had a scratch, grip had a scratch, grip had discoloration, control unit had discoloration, diopter ring had a scratch, diopter ring had discoloration, eyepiece had a scratch, and control unit was sticky. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the events is likely caused by stress of repeated use, external factors, or handling of the device. The event can be detected by following the instructions for use (IFU) sections which state: instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.2 ¿preparation and inspection of the endoscope¿ describes how to inspect for the subject event as below. Inspection of the endoscope 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2). Olympus will continue to monitor field performance for this device.